Event description:
The iab was inserted into the pt on 10/17/97 at 2:45 pm. The dr had difficulty removing the iab on 10/21/97 at 1:30 pm. After iabp for about 95 hrs. The pt's condition was poor and a second iab was inserted on 10/23/97 at 7:20 am. The contact reported that there were no complications from the event. The pt went on to expire on 10/28/97 and the contact reported that the pt's death was a direct result of iab therapy. The iab was not returned to datascope for eval. (Event complications: the pt went on to expire-reported 2/27/98.) (Pt's current status: expired-2/27/98.)